Manufacturer narrative:
Date of event: estimated based on the aware date of (B)(6) 2020.

Event description:
It was reported the thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. A CT scan performed post-implant, prior to discharge confirmed the occurrence of a device-related thrombosis.